Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed). A guidewire could not be inserted due to dried blood in the distal coil.

Event description:
It was reported that during the implant procedure, there was no capture, unacceptable thresholds, and a guidewire issue. The lead was not implanted. No patient complications have been reported as a result of this event.